Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi display with symptoms. Glucose test result range is unknown. The customer did report symptoms not related to diabetes (stomach virus). Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/17/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.